Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported there is no speaker at the control panel. It is unknown if the speaker did not produce sound. The device was not in use on a patient.